Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The conductor damage allegation was not confirmed as the x-ray showed no conductor issue and based on the normal lead impedances and a passing hipot test. A melted outer insulation was noted approximately 29 centimeters from terminal pin consistent with electrocautery.

Event description:
It was reported that this right atrial (ra) lead migrated out of the original position. Additionally, the physician planned to reposition the lead but lead was fractured during the reposition procedure. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead migrated out of is original position. Additionally, the physician planned to reposition the lead but lead was fractured during the reposition procedure. The ra lead was explanted. No additional adverse patient effects were reported.